Event description:
It was reported that during a cryo ablation procedure, the mapping catheter shaft was observed to be kinked when taken out of the package. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 228122731 was returned and analyzed. The mapping catheter was visually inspected and functionally tested. A kink/twist was observed on the catheter shaft. A broken shaft was observed. An electrode wire was broken in the shaft segment. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. The shaft was kinked approximately 53.5 inches from the lemo connector. The shaft was broken approximately 54.5 inches from the lemo connector, inspection also identified broken wire(s) at the broken shaft area. Functional testing could not be performed due to the condition of the catheter. An image was received and analyzed. The received image showed a mapping catheter with a kinked shaft, broken shaft, and broken wire. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to the shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter shaft was observed to be kinked when taken out of the package. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.